Event description:
This case was initially received via regulatory authority (B)(6) on 07-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adverse event ("adverse events for 4 years"). The patient was treated with surgery (hysterectomy and salpingectomy with essure removal) and alternative therapy (psychotherapy and kinesiotherapy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and pelvic pain with essure. The reporter commented: hysterectomy and salpingectomy were performed and the consumer had almost no more pain. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Colonoscopy - on an unknown date: result not provided. Computerised tomogram - on an unknown date: result not provided. Endoscopic ultrasound - on an unknown date: result not provided. Endoscopy - on an unknown date: fiberoptic endoscopy - result not provided; on an unknown date: result not provided. Nuclear magnetic resonance imaging - on an unknown date: result not provided. Ultrasound scan - on an unknown date: result not provided. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3931 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.